Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: white particles on the shell and crease flat. Leak test and microscopic analysis was performed which identified: crack valve, a striated opening on anterior, and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, a striated opening on anterior assessed as surgical damage, and non-penetrating nick striated on anterior assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.